Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 432 mg/dl at the time of incident and other 446 mg/dl. Customer experienced symptoms such as nausea, vomiting, difficulty breathing. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump for high blood glucose. Customer wishes to continue troubleshooting. The device will not be returned for analysis.